Manufacturer narrative:
One osseotite implant was returned for inspection. A visual inspection revealed that an unknown screw was found inside the returned implant as well. The screw was unable to be identified as it was heavily damaged. The screw was unable to be removed and the internal hex of the implant was severely damaged. The alleged malfunction is confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate product documentation was reviewed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Patient's weight unknown / not provided. Device brand name unknown. Device catalog and lot number unknown. Reporter's fax number not provided. Device 510(k) number unknown. Note: the concomitant product was returned on jul 11, 2018.

Event description:
It was reported that the unknown biomet screw stuck inside the implant (bopt5410). They were unable to remove the screw, so they had to remove the implant.